Event description:
It was reported that the handpiece was used in an unknown procedure. It was reported that when they hooked it up to the generator it would not work. They used another handpiece to complete the case. There was no consequence to the patient.